Manufacturer narrative:
Eleven cu-1 10-0 black mono nylon sutures from two different lots were received in unopened blisters for the threat splitting and not being a monofilament. Two lot numbers were identified with this complaint as the customer was unsure from which lot the suspect product came. No abnormalities that could have contributed to the customer problem were found during the reviews. One lot had two unrelated nonconformances present within the lot. The product was released according to the manufacturer's acceptance criteria. A lot complaint history review was performed and no additional complaints have been associated with the lots. Suture component diameters were conforming in the suture material component lots. Suture component diameters had a rance of 0.0251 - 0.0263 mm, compared to a specification of 0.020-.029 mm average. A visual inspection at 30x magnification was performed. All eleven suture samples were visually acceptable. All eleven sample diameters were measured and were deemed conforming. Suture diameters had a range of average diameters from 0.0216-0.024 mm, compared to a specification of 0.020-0.029 mm average. All eleven samples were functionally tensile strength tested and were found to be conforming. The tensile strength results had a range of 0.041 to 0.05 kg, with an average of 0.0457 kg, compared to minimum average tensile specification of 0.019 kg. A review of complaints for a period of three years did not reveal any similar incidents for this product. The evaluation confirms the suture was black mono material and did not break easily. No root cause for the complaint issue could be determined as the samples evaluated were manufactured to specification. The manufacturing records also did not indicate any manufacturing concerns for the complaint issue. All sutures are 100% inspected by trained operators during the manufacturing process. No additional action is required at this time. (B)(4).

Event description:
A nurse reported that during a cataract/keratoplasty procedure, it was noted that the suture did not behave as monofil, and tore and split at the ends while saturated. Consequently, it was necessary to replace the continuing suture, which resulted in a surgical delay of almost 30 minutes. There was no harm to the patient. Additional information was received from the nurse, who indicated that she is not sure that the quality of the product was really the problem and that it is also possible that the surgeon "had a bad day".